Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The investigation is pending.

Event description:
The reported complaint involved a chemoclave¿ vented vial spike, 20mm. Particles were reported in an infusion bag using pembrolizumab (from foreign distributor servier bulgaria) in nacl 0.9% 100 ml infusion during a clinical study. The particles formed upon time of dilution of the concentrated pembrolizumab into a saline infusion bag. Infusion was prepared a second time with new pembro vials, whereby particles were observed again. Infusion was prepared a third time, this time with syringe and needle and no particles observed. No serious injury/death, no blood loss, no unprotected chemo exposure. No adverse operator consequences. No med/surg intervention required. The device was changed out/replaced with no further problems encountered. The involved patient was not harmed, there was only delay of therapy and infusion bag with particles was not dispensed nor administered.

Manufacturer narrative:
D9 - device available for evaluation - updated to no. Investigation summary the reported complaint of particles could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.